Manufacturer narrative:
The customer contacted siemens to reported that the gamma-glutamyl transferase (ggt) analytical measurement range (amr) of 7 - 1200u/l was overwritten to the new amr of 0.5 - 12 g/ml after making an edit to the ggt test definition (tdef). Siemens healthcare diagnostics investigated this issue regarding the atellica ch 930 analyzers. Siemens determined that if an operator edits test definition (tdef) parameters for an assay without "saving" the changes using the steps documented in the online help, and the operator abruptly selects another assay to edit, there is a potential for some of the edited parameters of the original assay to be overwritten by settings of the newly selected assay. This occurs if the "save" button on the dialog box is displayed after the selection of the new assay. If an overwrite of settings occurs, it can impact some, or all, of the tdef parameters on the display and potentially affect results for the affected assay. The probability of this issue occurring is extremely low and requires a specific timing window. Starting 27-feb-2020, an urgent medical device correction (umdc) asw20-03.a.us was sent to us customers and an urgent field safety notice (ufsn) asw20-03.a.ous was sent to outside the us (ous) customers in february of 2020. The umdc and ufsn explain the behavior described above and request for customers to follow the instructions outlined in the "editing assay identification parameters in ch test definition" section of the atellica solution online help 1.20. The umdc and ufsn indicate that each tdef must be saved using the "save" button on the ch test definition screen before modifications on another assay's tdef are initiated and advise customers to verify that quality control results are not affected, and that results, units, and flags are correctly reported for any tdef that has been updated before running patient samples. Additionally, the umdc and ufsn recommend that customer ensure all reagent packs have valid calibrations before running patient samples. The umdc and ufsn delineate that software is being developed to resolve the behavior. To date, there are no allegations of injury due to this behavior. MDR 2432235-2020-00216 was filed for the same software behavior.

Event description:
The customer reported that the gamma-glutamyl transferase (ggt) analytical measurement range (amr) of 7 - 1200u/l was overwritten to the new amr of 0.5 - 12 ¿g/ml after making an edit to the ggt test definition (tdef). There are no known reports of patient intervention or adverse health consequences due to this event.